Event description:
Floseal hemostatic matrix product did not mix appropriately. It was difficult to mix (product felt/appeared to be too thick) and the product had an odd color (it was brown instead of the expected yellowish color). The product was removed from the field and never applied to the patient's surgical site.